Event description:
It was reported that the patient presented in clinic experiencing discomfort due to phrenic stimulation caused by the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.